Event description:
It was reported that the patient experienced a revision surgery for an artificial urinary sphincter (aus) device to reposition the scrotal pump. No patient complications were reported in relation to this event.